Event description:
It is reported that a customer received a bad sensor alert on their insulin pump. The patient's blood glucose level was at 110 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to low reading ssa.